Manufacturer narrative:
The reported blood loss events are attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cartridges were not returned for evaluation. The exact cause of the arterial air alarms cannot be determined. The user's guide states possible causes of the alarm as loose connection or disconnection at the arterial access, air in saline for priming, bolus or rinseback, poor flow through the access, or clamped patient line. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and additional training was provided. There have been no similar problems reported subsequent to these events. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred toward the end of two consecutive routine hemodialysis treatments, which could not be resolved. Both treatments were discontinued without performing rinseback, resulting in an estimated blood loss of 190cc for each treatment. The patient's routine epogen dose has been increased. No other medical intervention was required.